Event description:
It was reported that a spectrum infusion pump has a delayed keypad response. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and experienced the symptom delayed keypad response determined to be caused by a failed processor printed circuit board. The failed processor printed circuit board was replaced.